Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing Gablofen (unknown concentration at a dosage of 750 mcg). It was reported that the patient was experiencing signs of infection at pump site. The patient had yellow pus fluid leaking from the pocket on (b)(6) 2026 and the patient was taken to the Emergency Room. It was unknown if there were any environmental/external/patient factors that may have led or contributed. The actions that have been taken was that the patient had been going into to the physician every 2 weeks to monitor the incision. There was a growing concern about the pocket so it was swabbed a few times. The last swab results indicated enterococcus bacteria growth. To prepare for explant, the managing physician decreased dose two times within 24 hours (The dose was turned from 750 mcg/day to 15 mcg/hr for 7 hours and then 8.3 mcg/hr until explant.) The physician explanted device and catheter on (b)(6) 2026. At some point, a referral to infectious disease was sent but it was unclear if that was prior to the explant or after. Patient was inpatient currently, status unknown. The issue was not resolved. The family said something about fecal matter to the physician. It was reported that he had been doing wound care. No refills of the pump had been done since replacement date.

Manufacturer narrative:
Section D references the main component of the system. Other medical products in use during the event include: Brand Name ASCENDA; Product ID 8780 (Serial: (b)(6)); Product Type: 0184-CATHETER; Implant Date (b)(6) 2013; Explant Date (b)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.